Event description:
Additional information was received from a healthcare professional (hcp). A terminal motor stall occurred. The cause of the motor stall was unknown. As an intervention the pump was set to minimal flow rate and a new pump work up was in progress.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (15 mg/ml) at 1.998 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient had a pump refill on (B)(6) 2016, and fell three days later. On (B)(6) 2016 the pump stalled and tube set occurred two days later. The motor stall was seen at the initial interrogation. The patient did not recently have an MRI. The patient went through withdrawal due to the stall. On (B)(6) 2016 there was an intrathecal dose increase and also on (B)(6) 2016 there was another dose increase to 3.996 mg/day, but the pump was still stalled. The patient did not indicate that they heard the pump alarming. The logs were read on (B)(6) 2016, but motor stall recovery had not occurred.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had experienced a loss of therapy regarding the pump stall in (B)(6) 2016. The pump was replaced on (B)(6) 2017. The patient was without injury and had recovered without sequela. It was noted that the pump administered dilaudid with concentration 15 mg/ml at a dose rate of 0.094 mg/day. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.